Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer¿s blood glucose level was 280 mg/dl and over 160 mg/dl. Customer was experienced feeling like uncomfortable. Customer stated that there was crack at center button and at the top part of the screen. The customer stated that the retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.